Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and stent dislodgement occurred. Vascular access was obtained through a contralateral approach using a 6 fr non-bsc sheath. The target lesion was located in the iliac artery. A 035 non-bsc guide wire was advanced to the lesion. A 7.0x30x75cm express ld iliac / biliary stent delivery system was selected to treat the target lesion but it was unable to cross the lesion. The physician continued to push the device harder. It was noted that the stent eventually came further to "slide off" at the back side of the balloon. When the physician tried to advance the device again, the stent fully came off the balloon. The balloon of the device was removed. Another non-bsc balloon catheter was selected and advanced to retrieve the stent. The stent was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.